Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. No known impact or consequence to patient (B)(4), high readings.

Manufacturer narrative:
On the follow-up (#1) medwatch 3500a report, was unintentionally left blank. The date entered should have been (B)(4) 2011.

Manufacturer narrative:
On the initial medwatch 3500a report, MFR received date was unintentionally left blank. The date entered should have been (B)(4) 2011.

Manufacturer narrative:
The initial report was submitted under brand name architect c8000 analyzer, (B)(4) manufacturing site. It was determined that the investigation should be performed on brand name clinical chemistry neo-bilirubin reagent , (B)(4) manufacturing site. No returns were available from the customer site for this evaluation. Labeling was reviewed. The neonatal bilirubin reagent (ln 9d88) package insert states for interfering substances hemoglobin at a concentration up to 500 mg/dl (4+) recovered 111.4 % of the target concentration of 19.9 mg/dl. The sample interference indices, saline protocol, hemolysis (h), icterus (I), and lipemia (l) application sheet states a hemolysis concentration of >= 500 mg/dl is reported as a 4+. The results of the instrument log review found a hemolysis index of 1,104 mg/dl (4+) for the heel stick sample with the result of 16.1 mg/dl and a hemolysis index of 992 mg/dl (4+) for the arterial draw sample with the result of 15.5 mg/dl. The clinical chemistry neonatal bilirubin reagent, ln 9d88-20, lot 69379y830 passed all manufacturing release criteria. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The concentrations of hemolysis detected in the samples were above 500 mg/dl, for which the neonatal bilirubin assay would be expected to recover 111.4% of the expected result. The neonatal bilirubin assay does not support samples with a hemolysis concentration of 992 and 1,104 mg/dl. Results of this investigation show the clinical chemistry neonatal bilirubin reagent lot 69379y830 is performing within specification. A product malfunction was not identified. Review of complaint tracking and trending.

Event description:
The customer states that the following results were generated on a (B)(6) infant with the clin chem neonatal bilirubin assay (ln: 9d88-20) on the architect c8000 analyzer: 16.1, 17.9 and 15.5 mg/dl (the lab uses a reference range of 6 - 10 mg/dl for neo-natal bilirubin). All controls have been within specifications. Each result is a separate sample and each was reported from the lab (customer states first two samples were heel sticks and the last was an arterial draw). In addition, the customer stated that each sample was very hemolyzed and this observation was noted on the reports sent from the lab. The infant was transferred to a children's hospital. A sample taken there generated a neo-natal bilirubin result of 8.0 mg/dl (method unknown). There is no information as to the integrity of the sample taken at the hospital or if any treatment was administered there. The cta reviewed the assay package insert with the customer, noting that hemoglobin interference will cause elevated results. There is no further impact to patient management reported.